Event description:
Following a diagnostic catheterization an angio-seal device was deployed in 2004. During deployment the pt complained of pain. While in recovery the pain continued, no hematoma was found; the site looked and felt fine. Morphine sulfate was given, the pain subsided and the pt was discharged a few hours later. On the following day, the pt experienced "intense" pain and called the doctor who informed them to see him in the office 2 days later. The pt presented with swelling at the site and manual pressure was applied at the right femoral arteriotomy site. An ultrasound confirmed a pseudoaneurysm; manual compression was applied. The pt had an elevated temperature and the arteriotomy site was red and warm; the pt was admitted to the hospital. In 2004, the pt underwent surgery to remove the angio-seal device and cultures were obtained. The pt was reportedly recovering.